Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the paddle lead was repositioned and remain implanted in patients body. The patient was doing well post-operatively.